Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the alarm cannot be cleared. Customer's blood glucose was 297 mg/dl at the time of incident. During troubleshooting the battery was changed and the unexpected restart alarm recurred. The product was returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected unexpected alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.